Event description:
It was reported that spectranetics field representative mentioned to boston scientific field representative that these leads may be removed. The reason was not specified. Rep will follow-up with more information. No adverse effects were reported.

Manufacturer narrative:
Correction: this is clinical study lead and is not released to market.

Event description:
It was reported that spectranetics field representative mentioned to boston scientific field representative that these leads may be removed. The reason was not specified. Rep will follow-up with more information. No adverse effects were reported.